Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported by a third party that there was a free flow of insulin because the safety clip of the tubing did not work. It is the customer's policy to use nitroglycerine tubing for an insulin drip to differentiate it from other infusions. The director of pharmacy services at the clinic states, "I don't know anything about this." The medication safety officer also states, ''I'm afraid I have no idea." In reference to the reported event.